Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a hardware low level failure insulin pump error alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was able to clear the alarms and completed the pump rewind. The customer will continue using the device upon receipt of the replacement of the insulin pump and it will be returned for product analysis.

Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was last repaired in august 2022. Although it was determined that the defects were likely caused by damage of the image sensor unit or breakage of the mounting components of the electric board due to stress, external factors, or handling, a definitive root cause of there being no image due to corrosion of the electrical contacts and failure of the charged coupled device (ccd) unit could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.